Manufacturer narrative:
The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Olympus was informed by the nurse at the user facility that their high flow insufflation unit reportedly has a "black screen, turns off spontaneously. Alarm beeps all the time. Could this be related to the settings?" During an unspecified event. No patient injury or harm was reported to olympus. The unit will be sent to the regional repair center for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to the regional repair center (ofr) for evaluation. The customer's reported issue could not be confirmed as the device was inspected and tested and no deficiencies were identified. No repairs were required as no anomalies were noted with the device. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the nurse at the user facility that their high flow insufflation unit reportedly has a "black screen, turns off spontaneously. Alarm beeps all the time. Could this be related to the settings?" During an unspecified event. No patient injury or harm was reported to olympus. The unit will be sent to the regional repair center for service.